Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23008 and 23069 errors were found, indicating the event occurred in the field. Upon visual inspection no issues were found to be related to the reported complaint. The mtm was placed on a testing system but the issue was not able to be replicated. The mtm was tested during 1 hour with a slow sine cycle on the outer yaw axis but no error were triggered. Additionally, the mtm was found to have a bad hand presence sensor. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The mtm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4)master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the or staff encountered a potential problem with the right hand controller message during a procedure. Before contacting support, the customer attempted a power cycle of the system, but the error remained. The support team verified multiple errors related to the console's right hand controller. Initially, another power cycle was recommended; however, the customer was actively grasping tissue at the time. The customer used the emergency wrench to remove the instruments and performed a power cycle, after which the system powered back on without errors. The support team suggested the surgeon move to a second console. The customer switched to the second console, installed new instruments, and regained control without encountering any errors, allowing the procedure to continue. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned. There was a delay of roughly 20-30 minutes.